Manufacturer narrative:
The labeling of the extraction reagent clearly defines the materials contained within and the package insert refers to the emergency use authorization restrictions set forth. The safety data sheet was provided to the user. No additional information, evaluation or clarification of data is applicable. The reported event is anticipated in nature and severity for binaxnow covid-19 ag card and captured within the product's risk management file.

Event description:
The customer reported a user error where seven (7) adult faculty members each placed a kitted swab into their nose after it was inserted into a binaxnow covid-19 ag card where reagent had already been added. The customer reported that they blew their nose and did not experience any signs of irritation. The customer confirmed that no death, serious injury or impact to the individuals occurred due to user error. The order of the procedure is described in the product insert in195000 v1.0: to perform the test, a nasal swab specimen is collected from the patient, 6 drops of extraction reagent from a dropper bottle are added to the top hole of the swab well. The patient sample is inserted into the test card through the bottom hole of the swab well, and firmly pushed upwards until the swab tip is visible through the top hole. The binaxnow covid-19 ag card extraction reagent sds states: first-aid measures after skin contact : wash skin with plenty of water. First-aid measures after eye contact : rinse eyes with water as a precaution. According to the package insert in195000 v1.0, 21. The extraction reagent packaged in this kit contains saline, detergents and preservatives that will inactivate cells and virus particles. Samples eluted in this solution are not suitable for culture. The binaxnow covid-19 ag test has clear labeling regarding sample collection that the customer did not follow. This event was reported as a precautionary measure, as there is potential for harm if the event were to reoccur.